Event description:
It was reported that following implant in 2020, the patient presented for a follow up may 2023 with no symptoms, however in aug 2023 redness and blisters were observed near the implant site. An infection was suspected, and the patient was referred to the reporting hospital. On 31 aug 2023 the patient was diagnosed as having a pocket infection. At the time of admission, the wound was necrotized, and the pacemaker and leads were eroded though no general symptoms of infection were noted. On (B)(6) 2023 an intravenous system explant was performed. Though a stylet did not pass through the tip of the leads it could be retracted and the leads were manually explanted. After the procedure echocardiography showed fibrous material and vegetation and a snare was inserted to remove the material. Drainage on the implant area and wound treatment was completed. The explant procedure was completed without difficulty. The patient was stable.